Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. The insulin pump had traces of moisture at the lcd board per visual inspection. The insulin pump was unable to perform current test, unexpected restart test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was exposed to fluid. The customer stated the insulin pump fell into the sink and was exposed to sink water. Customer's blood glucose was unknown. The customer reported a button error alarm occurred after the fluid exposure. Customer was unable to clear the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.